Event description:
An impella cp device was inserted into the right femoral artery in a 67-year-old female presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage c shock, on multiple inotropes and vasopressors, and was on bilevel positive airway pressure (bipap)continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. Upon arrival to the intensive care unit (ICU), the patient had a large hematoma to the right groin (a swan catheter was also in the area). Manual pressure was held. Blood products and albumin were given for hypotension and suction. There was access site bleeding noted so the swan catheter was removed; however, the bleeding continued. A vascular surgeon assessed the groin and a femstop was applied. Blood products were also given. The following day, there was a placement signal not reliable alarm. The physician was made aware. The alarm had no consequence on the device's performance. The patient's hemodynamics were stable and the flows were appropriate for p level. The post-procedure outcome is unknown. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 coding has been updated.

Manufacturer narrative:
B1 added selection that was omitted from the previous reports that were submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Access site adverse event/hematoma/major bleed/hypotension: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. Placement signal issue: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.